Manufacturer narrative:
(B)(4).

Event description:
It was reported "the hospital dsa instructor found that the device could not be driven by the battery. On june 11, the salesman plugged in the ac and found that the battery voltage was less than 13 v. Charging was done at noon that day until the morning of june 12, more than 8 hours, and the battery still could not drive the device. The device was dismantled on june 13, and the battery was found to be damaged (bulging). The dsa instructor gave feedback that the device was installed in 2023, and that it should be charged for no less than 4 hours a week". This issue happened prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "the device could not be driven by the battery" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "the hospital dsa instructor found that the device could not be driven by the battery. On (B)(6), the salesman plugged in the ac and found that the battery voltage was less than 13 v. Charging was done at noon that day until the morning of (B)(6), more than 8 hours, and the battery still could not drive the device. The device was dismantled on (B)(6), and the battery was found to be damaged (bulging). The dsa instructor gave feedback that the device was installed in 2023, and that it should be charged for no less than 4 hours a week". This issue happened prior to use. No patient involvement reported.